Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that they were unable to see patient vitals. The system missed alarms on cns. Service requested: troubleshooting service provided: troubleshooting investigation result: the cns (pu-621ra; sn: (B)(6) was placed into service on (B)(6) 2011, which is over 7 years prior to the reported issue. A review of device history found the following ticket associated with the system did not alarm: 300075157- not alarming wide complex qrs; root cause: unknown similar tickets using "pu-621ra false spo2 alarms" gave no result similar tickets using "pu-621ra false alarms" found the following tickets: 33178- comm loss, signal loss, and false alarms; root cause: user error 48716- false alarms keep going off; root cause: user error 48255- incorrect ECG reading and false alarms; root cause: unknown 23626- false alarms continuously at cns; root cause: user error/education 24979-false alarms; root cause: unknown 57929- false alarms; root cause/cause: lead failure tickets reported by capital health found the following tickets associated with false alarm: 49365- false asystole alarm; root cause/cause: faulty lead wire based on the device service history, tickets reported by same customer and similar search query, no adverse trend is suspected with the device. User error was prevalent based on the similar search query result. The root cause of the issue was unable to be determined as the customer was contacted multiple times but would not respond to the call/email to troubleshoot the alleged malfunction and provide further information regarding the issue.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) missed spo2 alarms.

Manufacturer narrative:
The master alarm spo2 settings on the cns were set to upper limit off and lower limit 89. No patient harm was reported. Nihon kohden's qa and technical services departments have made several unanswered attempts at continuing the troubleshooting process and obtaining additional event information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) missed spo2 alarms.